Manufacturer narrative:
The pump passed the displacement test and self test. Hardware low level failures. Alarm confirmed in the pump history (variable info=3) due to broken trace at pin6, u1 keypad assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had hardware low level failure alarm. The customer¿s blood glucose level was 9.4 mmol/l. The customer reported that they had performed the self test and the pump was occurred during the self test and customer again performed the self test and the test was passed. The insulin pump will be returned for analysis.